Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 322 mg/dl.